Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: evidence of moisture behind display lens. Pump is unresponsive with both the returned battery cap and a test battery cap. No audible tone, no vibration alert and the display remains blank upon battery insertion. Battery cap is unable to fully tighten. "Coin slot" is worn making the removal of battery cap a bit difficult. See accessories pa.. Battery compartment cracks observed in thread area and below grip pad. Battery compartment threads damaged. No evidence of moisture contamination inside battery compartment. Crack also observed where keypad meets battery compartment. Leak test shows leaks at battery compartment cracks and crack where keypad meets battery compartment. Removed pump case. Evidence of moisture contamination throughout inside of pump. "Download" fails due to internal moisture contamination. Pump is unresponsive due to internal moisture contamination.